Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2015 with the following findings: several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump case was observed to be cracked near the upper right corner of the display. The pump was exercised for 24 hours, during which no cs-078 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.